Event description:
Uterine manipulator device balloon tested by md prior to being placed into patient. Device was inserted into the patient. Md inflated the balloon and discovered the balloon was perforated. Device removed and new device used. No patient harm.